Event description:
The ge oec 9600 fluoroscopy system displayed charger failed after extended use when exposure was made.

Manufacturer narrative:
A ge oec service representative investigated the issue and could duplicate the malfunction or error. Advised user to leave system plugged in overnight after heavy use to allow batteries to completely charge. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.